Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with the sponge noted completely separated from the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the issue could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge was separated from the minicap completely. There was no patient involvement. No additional information is available.